Manufacturer narrative:
The events of capsular contracture and double capsule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left capsular contracture grade IV, "deformity, pain and double capsule." Device has been explanted.